Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found a tray with a small piece of black plastic on it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or contact with another source. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, a small piece of the black plastic on the shaft came off the ambient megavac wand, it was retrieved from the patient's joint. The procedure was completed without surgical delay using the same device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).